Manufacturer narrative:
Concomitant products: product ID 3708220, serial# (B)(4), product type extension; product ID 3778-60, serial# (B)(4), product type lead; product ID 3888-33, lot# v327597, product type lead (x2). (B)(4).

Event description:
It was reported the patient¿s stimulation shut off yesterday morning, but the patient charged and was able to turn it on.

Event description:
Additional information received reported the patient no longer had concerns with their device or therapy.